Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received h3 other text : device not returned

Event description:
It was reported that a cartridge alarm (alarm 30) occurred during basal delivery with multiple cartridges. There was no reported impact to customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.